Event description:
Pt was brought to the ER via transfer from another hosp. Pt was placed on a ventilator. The ventilator malfunctioned, and the pt became cyanotic. The ventilator was replaced. Upon examination, it was determined that the exhalation valve had been sticking due to a distortion in the valve seat.